Event description:
It was reported that approximately 11 months post-implant of a bifurcated device, and a suprarenal aortic extension, the patient was treated for persistent groin, aortic aneurysmal sac and stent graft infections. Reportedly, post-operatively, the patient developed right groin infection, and was treated with antibiotics. The infection recurred and the patient became symptomatic, experiencing abdominal pain, fever, chills, and a cough productive of purulent sputum. A computed tomography (CT) scan revealed enhancement of the aortic wall, enlargement of the infrarenal abdominal aneurysm (from 3.8x3.8 to 4.8x4.6), diverticulosis, and a possibly type ii endoleak of the stent graft; with the right hypograstric artery suspected as potential source. The patient underwent aspiration of the purulent material from the aortic sac. Cultures taken from the aneurysmal sac showed presence of e.coli. Although the patient was being aggressively treated with antibiotic therapy, the prognosis was poor. The patient was not a candidate for surgery, due to his comorbidities, and the patient and family agreed to pursue the palliative approach. Intravenous antibiotics orders were stopped and the patient was transferred to hospice care on (B)(6) 2013, with orders of medications for comfort care/end of life comfort. The patient was reported to have passed away on (B)(6) 2013.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Date of the event: estimated date, the specific date is not known at the time of this report.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and intra-operative images were provided for clinical assessment and were reviewed by medical director. Review of the records confirmed groin, aortic aneurysmal sac and stent graft infection. The cause of the infection localized throughout the referenced locations, was likely related to procedural complications. Review of the manufacturing records revealed that the lot met all release criteria, with no nonconforming material records that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling.